Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low and high blood glucose levels of 37 mg/dl, 15 minutes later it was 38 mg/dl. The caller reported a blood glucose of 121 mg/dl after eating a lot of yogurt and jello. The most current blood glucose was 300 mg/dl and then in the middle of the night it was 400 mg/dl something. The patient's blood glucose was 57 mg/dl on (B)(6) 2017.the customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer did not troubleshoot the issue at the time of the call. The customer declined high pressure test. The product was not returned for analysis.